Event description:
As reported by the customer for this event, there is no flow from the air/water channel. There is no reported harm to any patient. The lack of flow is indicative of a possibility of there being foreign material clogged in the device. The confirmation of the reportable issue of foreign material clogged in the device is not yet available since customer has not responded with additional information nor is the device evaluation completed. This medwatch is being submitted for the possibility of foreign material being clogged in the device.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, from the inspection results of the equipment, it was confirmed that the nozzle was clogged with white fibrous foreign matter. Olympus was unable to obtain information from the facility regarding the reprocessing and handling of the equipment. The event can be detected/prevented by following the instructions for use which state the following: 1) "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspect the air-feeding function and the objective lens cleaning function." 2) " all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle." 3) "check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged." The device was evaluated and the following defects were found: adhesive-rubber glue is worn out, crease on the connecting tube, switch 1 button is wear and tear, angulations are out of specification, insulation resistance value is out of specification. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. Olympus will continue to monitor field performance for this device.